Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis machine was not coming on. User tried restarting machine twice, screen showed carefusion and not came back online. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) identified that the station was online in remote support service and confirmed that there were no issues with the device, and no further investigation was required. Customer stated that the machine had come back and issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.